Event description:
The complainant had reported that a female patient (age unknown) underwent a therapeutic procedure to perform a para-vaginal repair. The date of the procedure is unknown. The clinician was unable to activate the plunger on the needle drive of the capio open access device. This issue was identified external to the patient. The procedure was successfully completed with another capio open access device. The patient did not sustain any complications or ill effect. The patient condition was reported as "fine."

Manufacturer narrative:
An evaluation of the returned capio open access device showed that the needle carrier was fractured by the gate. The fracture occurred due to a reverse bending of the device. A review of the device history showed no anomalies related to the complaint lot. Although the root cause of this failure cannot be determined, the fracture may have occurred when the carrier hit against a hard surface.